Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented through merlin.net transmission, loss of capture on right atrial lead was observed. Patient was called in clinic for further testing. Threshold testing was normal. Physician decided to continue to monitor the patient. Patient is asymptomatic and stable.